Event description:
It was reported that "[the user] called the hotline to discuss that the pump was found to be in the off position with no alarms noted. There are no alarm strips. She stated upon entering the patient's room the pump was found to be in the off position, power was still on. She resumed pumping without issue but wanted to discuss how long the pump had been down and the potential for clot formation. [The user] stated that as best as she can tell based on the monitor information and the ap waveform, the pump was off for just under 20 minutes the patient remained stable throughout. I discussed the time limit for iabc dormancy in the IFU and suggested she discuss this with the md. She also stated she would like to switch the pump just in case and send it to biomed, although it is currently pumping without issue. Second call to the hotline to assist with exchanging the pump at 0329 est". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of "pump stopped pumping without alarms" is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[the user] called the hotline to discuss that the pump was found to be in the off position with no alarms noted. There are no alarm strips. She stated upon entering the patient's room the pump was found to be in the off position, power was still on. She resumed pumping without issue but wanted to discuss how long the pump had been down and the potential for clot formation. [The user] stated that as best as she can tell based on the monitor information and the ap waveform, the pump was off for just under 20 minutes the patient remained stable throughout. I discussed the time limit for iabc dormancy in the IFU and suggested she discuss this with the md. She also stated she would like to switch the pump just in case and send it to biomed, although it is currently pumping without issue. Second call to the hotline to assist with exchanging the pump at 0329 est". No patient harm or injury. The patient status is reported as "fine".